Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, when testing the device prior to use in a transurethral lithotomy, the basket of an ngage nitinol stone extractor could not be opened. The sliding part of the handle did not function properly. No damage was observed to the device. The device did not make patient contact. Another device was used to successfully complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturer instructions, quality control procedures and functional tests and visual inspections were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation. The device was returned with handle in closed position, there was approximately 4 mm of space between the black slide and the end of the handle. The device was returned with basket formation in closed position. Mlla [male luer lock adapter] was tight, the collet knob was tight and secure. Polyethylene terephthalate tubing [pett] measured 3.5 cm in length. Function tests determined handle actuated basket formation. Kink was noted in basket sheath approximately 3 cm from distal tip. Width of basket formation in open position measured approximately 4 mm. Basket formation appeared smashed and asymmetrical. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place.¿ based on the available information, cook has concluded that the returned device was found to have a basket that would open and close, but the basket shape was deformed when in the open position. The distal end of the basket sheaths that hold the basket wires in place were split, preventing the basket from forming the proper shape when open. It was also observed that the basket sheath was kinked near the distal end. There was not enough information/evidence to determine the cause of the observed damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and addresss- street: 17 oohira, aza, kozenji, ichinoseki. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, when testing the device prior to use in a transurethral lithotomy, the basket of an ngage nitinol stone extractor could not be opened. The sliding part of the handle did not function properly. No damage was observed to the device. The device did not make patient contact. Another device was used to successfully complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.